Event description:
Reporter stated that he received a result of 82mg/dl on his blood glucose device and the doctor tested using the office device and received a result of 250mg/dl. Tests were stated to have been performed within 30 minutes apart. A request was made for the return of the suspect device and replacement product was sent.